Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested and received the following readings within 10 minutes: 382 mg/dl, 201 mg/dl, 274 mg/dl, 179 mg/dl, 188 mg/dl, 183 mg/dl. No adverse reactions indicated. Replacing and returning meter and test strips